Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a pump sound issue. The pump does not vibrate or produce audio tones; the issue began 3 days prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/19/2013. Device evaluation:the device has been returned and evaluated by product analysis on 12/10/2013 with the following findings: during investigation, the pump¿s audible sound was unresponsive. The pump case was opened and cracked solder on the vibration motor contact was observed. The pump vibration was also found to unresponsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.